Event description:
During a tavr procedure the balloon on the commander delivery system ruptured and the tip was retained in the femoral artery upon withdrawal of the device. A surgical incision was made to retrieve the catheter tip. FDA safety report ID # (B)(4).